Manufacturer narrative:
(B)(4) - carefusion medical device complaints were managed handled by cardinal health under a transitional service agreement from (B)(4) 2009 until (B)(4) 2011. In retrospective review by carefusion representatives, it was determined that this event necessitates submission as an MDR in adherence with 21 code of federal regulation part 803. Retrospective review of all pqr's after carefusion separated from cardinal health determined (B)(4) for t-0101 (lot b10) needed to be filed as MDR. Additional information to be added to roi: implemented action plans (B)(4) initiated (B)(4) 2010 to investigate complaints with t0101 products remove reference to this CAPA. Additional directions for crimping of pivot arm screw were implemented as a result of this investigation. One instrument(s) was received for evaluation. The lot code indicates a 2010 date of manufacture. Upon inspection, it was noted that the screw and spring in the ratchet assembly were missing. A device history review was conducted with no issues noted. A historical complaint review was also conducted with no trend found for this type of complaint on this product code. Unfortunately, it cannot be readily determined why the spring and screw are missing from the instrument. An investigation is in process to failures with this instrument. Your account will be credited. Possibly removed by user or other cause. No issues found.

Event description:
Broken/damaged surgeon was using transverse retractor and the pin where the locking lever was missing; spring and lever came out in the patient; checked the patient thoroughly via x-ray to see if pin had fallen in patient, but could not locate it; pin is deemed to have either not been in when product shipped or fell out after arrival.